Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Weight unavailable. Date of event is estimated.

Event description:
It was reported the patient's ipg would not communicate with the charger or programmer. Patient will need device replacement in near future to restore therapy.